Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was not able to lock onto tissue and was released from the catheter. The clip fell off into the patient in an open state and was successfully retrieved, though it is unknown how the clip was retrieved. The procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event.